Event description:
It was reported that approximately 56 months after a right knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, knee giving away, difficulty walking, antalgic gait, and other injuries presently undiagnosed, which all require ongoing medical care, and additional surgeries. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 5382549, 02-010-03-0340 - logic cr femoral cem, right, sz 4. 4507779, 02-012-45-4050 - lgc tibial fit tray cem sz 4f/5t. 5454760, 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation". The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and fracture could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.